Manufacturer narrative:
Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm or any alarm due to failed battery test alarm. Device had broken battery cap, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low battery alarm and weak battery alarm. Customer's blood glucose was unknown. Battery cap had a piece broke off inside the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.